Event description:
It was reported that during implant of the device, the atrial and ventricular leads could not be inserted into the header. The device was not implanted and was replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of the leads being unable to fully insert into the header was confirmed in the laboratory. During testing, test leads would not fully insert into the header. Inspection via magnification noted epoxy inside of the ring contact spring, which caused the difficulty to fully insert the leads into the header.